Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted during the index procedure; one in the mid rca and one in the 1st diagonal branch. A dissection of the 1st diagonal branch is reported to have occurred prior to stent implant. Pt was asymptomatic / free of symptoms at 30 day and 6 month follow ups. Pts cardiac status at 12 month follow up was stable angina. It is reported that the pt suffered an acute non-stemi approximately 15.5 months post index procedure. It is reported that it was a non-q-wave mi. It is reported that the pt underwent 2 vessel CABG of the lima to lad and the svg to om four days later. Pts cardiac status at 18 month follow up was unstable angina. (Reference MFR # 2953200-2009-01633).

Manufacturer narrative:
(B)(4): (mi, revascularization).